Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was off and not powered on. A field service engineer disconnected the pyxis bus from each drawer individually until the device powered on and found full-height drawer 4 as the source of the issue. The field service engineer measured resistance across tp502 and tp505 on the drawer controller board and observed a reading of 0.3 ohms indicating a faulty board. The drawer controller board was replaced, and the device was then able to power on successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after rebooting or powering on the device, the customer could hear the fan attempt to spin, but the fan did not spin. The customer also reported attempting to reboot the device multiple times, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.